Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2022. During the procedure, the device was placed properly onto the gastroscope and was then inserted into the patient. The physician used the suction to grasp the varices and then he deployed the band; however, the band started to deploy from the distal end of the ligator. The physician attempted to deploy again; however, the same problem happened and the band was not ligated onto the target varices. The physician immediately removed the scope, the device was removed and the procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. The reported event may suggest that the bands were unable to deploy and bands prematurely deployed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2022. During the procedure, the device was placed properly onto the gastroscope and was then inserted into the patient. The physician used the suction to grasp the varices and then he deployed the band; however, the band started to deploy from the distal end of the ligator. The physician attempted to deploy again; however, the same problem happened and the band was not ligated onto the target varices. The physician immediately removed the scope, the device was removed and the procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. The reported event may suggest that the bands were unable to deploy and bands prematurely deployed. Additional information received on september 18, 2022: when the physician deployed the band, the seventh band moved instead of the first band. The band remained at the tip of the ligator unit and could not be deployed to the target varices.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h2 (additional information): block b5, block h6, and block h10 have been updated removing the medical device. Problem code a150103 based on the information received on september 18, 2022.